Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump malfunctioned where the full volume was infused (bag appears empty) but the volume set on the pump never changed. The cassette and extension tubing were still attached. The pump was connected to a patient when the error/event occurred. A continuous infusion rate of 2.3 ml/hour had been programmed, with a total reservoir volume of 106 ml and given 106 ml. There was no patient harm/adverse event reported.